Event description:
Caller reported damage to the pump housing and usb port, which affected the ability to charge the pump, though the pump had not shut down. There was no adverse impact to the customer's blood glucose level. Cts resolved the issue by arranging for a replacement pump with updated software to be sent to the caller, who will continue using the current pump and revert to manual injections if necessary. Cts provided instructions for returning the damaged pump and confirmed the shipping details.